Manufacturer narrative:
Return requested. Replacement axiem portable shipped to site (B)(6) 2015. Medtronic investigation of returned suspect device finds that the axiem portable unit was overheating. After it was put into navigation mode for about 25 minutes the cranial application showed red status with error "system over-heating". Diagnostics shows a thermal fault on amp pcba c. Electrical failure - red status/no tracking. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in surgical set-up for a cranial procedure, the site's navigation system portable axiem box was giving an over-heating error message and code 7. There was no patient present when this issue was identified. The surgeon proceeded and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.